Manufacturer narrative:
(B)(4). Batch # n55p08. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the firing button was not released properly? Was the firing trigger not able to be used to fire the device? Or was the firing trigger difficult to use but the firing was completed? Or did the firing trigger not release after the firing was completed? If yes, was the device stuck on tissue? If yes, how was the device removed? How was the case completed? The analysis found that one psee60a device was returned in good visual condition and without a cartridge reload present. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device wouldn't work at all as if it had not had a battery. The firing button was not released properly. Unknown how case was completed. There were no adverse consequences for the patient.